Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed. Additionally, prior to removing the pump for physical activity, the customer delivered a 2 unit bolus to cover basal insulin that would be missed while off the pump. Customer's blood glucose (bg) lowered to 44mg/dl. Customer ate yogurt to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.